Event description:
It was reported that the patient experienced a hypoglycemic event with reported blood glucose values ranging from 250 mg/dl to a low of 39 mg/dl following prolonged pump pause and use of meal announcements for correction dosing; the patient subsequently presented to the emergency department and was treated and discharged the same day. Symptoms included hypoglycemia. Outcomes included required medical intervention, as IV dextrose and oral glucose were administered in the emergency department. Investigation included communication with the patient and review of device data, which indicated extended pump pauses and use of meal announcements in place of standard correction methods. Investigation of this case identified use error related to therapy management behaviors and no medical device malfunction or component failure was identified. It was concluded that the event was caused by user interaction with the device rather than device performance. If additional information becomes available, a supplemental MDR will be submitted.